Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a missing serial ring. Furthermore, the following additional issues were identified during inspection: dents on the outer tube, debris under the cover glass, debris under the eyepiece window, a broken lens, and minor faded laser markings on the model ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the light guide post came off of the telescope. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "broken off components, light guidepost came off the scope" malfunctions would likely be related to excessive use. Olympus will continue to monitor field performance for this device.